Manufacturer narrative:
Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#:(B)(4). PMA / 510(k)#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 bd luer-lok¿ disposable syringes with the bd luer-lok¿ tip leaked insulin during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported that insulin leaked out between top of syringe and needle before filling cartridge."